Manufacturer narrative:
Analysis of the pump revealed a deformed pump tube and a pump tube occlusion. The tubing was compressed between the pump head roller and the bulkhead. The pump head is designed to exert a sufficient force to fully occlude the tube while rotating. It is possible if the tube, bulkhead or pump head no longer meet design specifications that fluid could flow past the roller. This investigation suggests that the physical properties of the pump tube were altered from a combination of mechanical and chemical stresses. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
"It was reported that the patient experienced withdrawal symptoms prior to a scheduled refill on (B)(6) 2012. He was feverish and had nausea, tingling, and a feeling like he wanted to crawl under his skin." At refill the actual residual volume was 2 ml and the expected residual volume was 6 ml. It was noted following refill, the patient's spasticity decreased "tremendously" it was believed that he was receiving the medication, though he was still experiencing nausea, vomiting, "not able to keep anything down", seeing double, was not urinating; he was dehydrated but was noted to have been "doing better with that" on the day of this report. Additional information: follow up information reported the cause of the patient's symptoms or the pump volume discrepancy was unknown. X-rays were taken of the pump site and they were "normal." The pump logs were also "normal." The hcp was not going to take any further actions at that time. The patient was seen by the hcp on (B)(6) 2012. The patient was told by the hcp to come back in if he was not better in 3 days. Additional information: an hcp reported that the patient was in the clinic and emergency services were called. The pump was placed in stop mode and the hcp wanted to turn the pump completely off as it was "malfunctioning." The patient was noted as having been overdosed twice. The week prior the patient was hospitalized for hyper-somnolence and "everything else." The patient was discharged on (B)(6) 2012 and was "doing fine" for the past two days. On (B)(6) 2012, the patient started exhibiting signs again of overdose. Symptoms included double vision, drowsiness, and decreased level of consciousness. The symptoms were further noted as "getting worse by the moment" as of (B)(6) 2012. "Huge" volume discrepancies occurred. On (B)(6) 2012, 39.2 ml was expected but only 26 ml was removed from the pump's reservoir; and prior to that a 10 ml discrepancy occurred. The patient's pump was previously adjusted to a minimum rate following the 10 ml discrepancy. The contents of the pump's reservoir were removed on (B)(6) 2012. The hcp could not aspirate "more than bubbles" out of the catheter and "couldn't clear it." The hcp requested the manufacturer's code to shut the pump off. It was further noted patient's pump was refilled on (B)(6) 2012. The patient presented overdose symptoms on (B)(6) 2012. The patient was further noted as having received a bridge of 175 mcg; at that time he began showing over-sedation symptoms. The pump contained baclofen, bupivacaine, and clonidine. It was further reported that the type of baclofen administered via the pump was lioresal. On (B)(6) 2012, the pump's reservoir was accessed, and an hcp removed 32 ml however 39.2 ml was expected. The dose rate was "three or four hundred" per day. The patient's pump was adjusted to a minimum rate on (B)(6) 2012. The patient stabilized and when home on (B)(6) 2012. When the patient presented to the clinic on (B)(6) 2012, the patient was unresponsive and they called emergency medical technicians. The patient's pump was turned off. A pump replacement procedure was scheduled for (B)(6) 2013, and the explanted pump was to be returned to the manufacturer. Additional information: it was noted that a pump refill occurred on (B)(6) 2012; the expected residual reservoir volume (erv) was 7.1 ml and the actual volume was (arv) 4 ml. The pump administered the following as of (B)(6) 2012: lioresal, clonidine and bupivacaine. The patient was not seen by the hcp, but was noted as that time as having experienced nausea since (B)(6) 2012 and of which lasted one week. The patient dose was decreased on (B)(6) 2012. The pump was refilled again on (B)(6) 2012; erv was 5.9 ml and arv was 2 ml. No dose changes were made. The patient's nausea continued; however it was felt to be related to "other medical issues." The patient experienced withdrawal symptoms starting in the evening of (B)(6) 2012. The patient was itching; however no increased pain or spasms occurred. The patient was seen in the emergency room (ER) on (B)(6) 2012. By (B)(6) 2012, urine retention occurred and the patient required a catheter in the ER; 1000 ml was obtained. The patient experienced nausea / vomiting, a headache, double vision, had no energy, upper body weakness, and was leaning in his chair. A follow-up visit occurred on (B)(6) 2012 and the patient continued to have "dark" urine. A urinary tract infection (uti), hot / cold sensations, and the patient's prior symptoms persisted. The patient did not have a fever. On (B)(6) 2012 erv was 38.6 ml and arv was 20 ml; the hcp was unable to withdraw from the side access port (got bubbles and less than 0.5 ml of fluid). X-rays were unremarkable and remained unchanged from (B)(6) 2008 which showed the catheter tip at the t-8 location. The dose was again decreased. The patient was seen again by the hcp on (B)(6) 2012. The patient's symptoms were a "little better with improved alertness but still sedated." The patient was not able to sit in their wheelchair without leaning, had continued nausea, headaches, general malaise, and double vision. The patient did not have pain or spasms. The dose was again decreased on (B)(6) 2012. On (B)(6) 2012, the patient had a new onset of right hip pain, which was described as a "burning dull ache." The pump was refilled later on (B)(6) 2012; erv was 9.8 ml and arv was "less than 1 ml with bubbles in tubing." The pump reservoir was re-accessed several times to confirm proper needle placement; 10 ml of normal saline was instilled and withdrawn from the reservoir to confirm needle placement. The pump was refilled with lioresal, clonidine, and bupivacaine. A bridge bolus was programmed to deliver over a period of approximately 47 hours. The patient's symptoms at the time of refill continued; however it was further noted that during the week of (B)(6) 2012 the following occurred: sweating, itching, mild fever, and increased pain. All other symptoms resolved within a "day or two" except pain. The patient also had mild non-significant increased spasticity. On (B)(6) 2012, the patient went to the ER with symptoms of overdose. Symptoms included "extreme progressive lethargy which started in the evening of the refill." Nausea / vomiting, and weakness that progressed over a 2 day period were further noted. The patient's family initially thought the patient had a viral illness. The pump dose rate was decreased. On (B)(6) 2012, the patient was in the hospital, symptoms only mildly improved with continued "extreme" sedation. On (B)(6) 2012 dose was changed to a minimum. The patient was without spasticity and clonus of which he previously routinely had with dorsiflexion. The nausea continued and lethargy was "moderate." On (B)(6) 2012, the patient remained in the hospital, lethargy was improving but was "still not back to baseline." The patient was without spasticity but had continued pain. The pump reservoir was accessed and the erv was 39.2 ml and the arv was 32ml. On (B)(6) 2012, the patient experienced a return of clonus with dorsiflexion (as he used to have with his previous intrathecal therapy). The patient did not present any withdrawal symptoms and the patient's mental status had returned to baseline. The patient's pump dose was maintained at a minimal rate. The patient was discharged home on (B)(6) 2012. A pump replacement procedure was scheduled to occur on (B)(6) 2013, and the pump was planned to be returned to the manufacturer. On (B)(6) 2012 the patient called their hcp with symptoms of overdose starting around noon. The patient was seen in the hcp's office and the pump's reservoir was accessed; erv was 39.2 ml and arv was 26.9 ml. The side access port of the pump was accessed, and "bubbles only" were aspirated. The pump was refilled with 20 ml of normal saline and the pump was turned off. The patient exhibited a declining mental state in the hcp's office. The patient was again admitted to a hospital. In regards to patient outcome, "serious life threatening injury/illness - recovered without sequelae" was indicated.

Manufacturer narrative:
Physician programmer model 8840, serial # unknown, implanted: na, explanted: na; catheter model 8709, serial # (B)(4), implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.